Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. It was determined that the lead had pulled back into the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.